Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and observed the issue of the light socket with the light source is leaking. This is due to a worn out scope socket and slider switch. Also found a charred fuse component on socket switch regulator that indicated bad switch regulator, non-olympus lamp life meter is reading below 50 hours, light intensity output measured within specification, unit already upgraded igniter + iris cable, fan is running ok, air pressure tested ok. Strongly recommend customer to have new lamp replacement to olympus xenon lamp for optimal performance. All listed parts were replaced. Unit passed electrical leak test. The device was returned to full functionality and returned to the user facility.

Event description:
The user facility reported that there are image processor or light source output socket or light guide connector issues with the device. The light socket with the light source is leaking. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Investigation noted that it has been more than 8 years since beginning of machine use, so the event could have occurred due to the scope connector abrasion by the product's age-related deterioration. Furthermore, as a non-olympus lamp was being utilized in the device, that could also have contributed to the failure. The IFU contains the following statements: ¿never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire.¿ olympus will continue to monitor the field performance of this device.